Event description:
As reported for this event by the customer, during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the image on the device, which is the main monitor, had green noise and then blacked out. Since the sub monitor image was displayed normally, the procedure was continued and completed. There was no harm or adverse impact to the patient.

Manufacturer narrative:
This device is not sold in the us, but a similar device is. The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The cause of the blackout could be attributed to a temporary malfunction of the power supply board or to influences other than the equipment, such as the facility power supply environment. Olympus will continue to monitor field performance for this device.